Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 103. The customer stated that the problem was found at the start of infusion, the device was swapped out and that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the 103 alarms which were not reproduced. The reported problem was confirmed through the event history log review. No component causality was found. The pump was found to operate as designed.